Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to expose. Upon functional testing, the fse reviewed the logs file and found xsc: tube current was out of range. So fse performed re-conditioning and adaptation the tube, but issue still existed. The part analysis of the defective tube was performed, and it concluded that there was a vacuum leak at window of insert which leads to error messages showing tube current out of range. To resolve the reported issue, the fse replaced the tube. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.